Event description:
It was reported that the health care professional (hcp) suspected a loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) discussed the shock channel confirm the lv capture, nonetheless there were unknown extra deflections. This extra deflection do not interfere with the operation of the device. Ts recommended to monitor the lead or full lv lead evaluation. The hcp will discuss it with the physician. This lv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, loss of capture (loc) was suspected, and the technical services (ts) confirmed it was possible. The patient will be seen in the clinic. This lv lead remains in service. No adverse patient effects were reported.